Event description:
It was reported that the insulin pump had physical damaged. Customer stated the medtronic rubber bumper fell off. Customer's blood glucose was 145 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and missing end cap sticker noted during visual inspection. No button response due to open j2 connector on lcd board. (B)(4).